Event description:
The pt was revised to address chronic dislocation after a fall. Poly wear of the liner was noted intra-operatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.